Event description:
The field service engineer reported a pump that was not working. This problem was identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that was not working was not confirmed during product evaluation. Therefore, no further correction was made. Device was evaluated on site in 2007.